Event description:
It was reported that during an occluded arteriovenous (av) fistula graft procedure in the forearm, after pre-dilatation, the 9x39 omnilink elite failed to reach the target lesion. During removal, the stent caught on the 7 french sheath and dislodged. A cutdown procedure was performed to remove the dislodged stent. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use (attempted to use in av fistula). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite vascular balloon expandable stent system instructions for use states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. Based on the reviewed information, no product deficiency was identified.